Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y323568, exp: may21, 0.9% sodium chloride injection. The customer¿s report that the IV tubing set leaked at the silicone segment just below the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed within the tubing throughout the set. No damages or anomalies were observed on the pump segment or throughout the set during initial inspection. Functional testing found a small hole/damage in the silicone pump segment near the upper fitment. No other leaks were observed throughout the set. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that the IV tubing set leaked at the silicone segment just below the upper fitment during a ceftriaxone infusion. The antibiotic was programmed to infuse at a rate of 100 ml/hr, as a continuous infusion, and for a duration of 10 hours. Some of the antibiotic was lost due to the malfunction. It was further confirmed during follow up, that there was no patient harm nor impact as a result of this event. Received a medwatch sus voluntary report from FDA: there was a small tear in the primary tubing in the pumping segment (soft section of tubing) just below the upper fitment (blue hard plastic piece that seats in the top groove of the pump) it was actually still leaking when the pump was opened FDA safety report ID# (B)(4).